Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7133954/7133257.

Event description:
It was reported that the patient was experiencing discomfort at the midline incision due to lead had migrated as confirm with fluoroscope imaging. The physician noticed some mild distention all due to extreme scoliosis. The patient underwent a revision procedure wherein suture sleeves were repositioned. The patient was doing well postoperatively. Nothing was explanted.